Manufacturer narrative:
Device passed displacement test and self test. Hardware low level failures error confirmed in device history with variable due to broken trace at pin on keypad assembly. The motor arm cannot communicate with the main arm and software error found in the device history due to software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple pump errors. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. Customer was able to successfully clear the alarm. The customer stated that the insulin pump was able to rewind. The customer states they run self-test and self-test did not pass and hardware low level failures alarm reoccurred. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be return for analysis.